Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-07512. It was reported that a catheter stuck in the stent occurred. The 90% stenosed target lesion was located in a very tortuous and very calcified mid diagonal artery. An icross¿ imaging catheter was selected for use. It was noted that after stent deployment, intravascular ultrasound ivus) was performed on the stent. However, upon removal, the catheter got stuck on stent. The physician pulled firmly and the catheter came out without vessel dissection. Then the physician inflated the stent with a balloon catheter and put another stent on the distal edge of the previously placed stent. The procedure was completed with a different device. No patient complications were reported. The patient status is fine.